Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-25023. The patient has two 3166 leads (for off-label use) with the same lot number. It was reported, the patient was experiencing a sharp pain in his lower back. The patient underwent a re-trial to obtain effective stimulation. Follow-up revealed, the re-trial was successful.